Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire system out of order. A field service engineer (fse) checked cable connections, and drawers were inspected for faulty rails. The hard drive and all in one station were reset, followed by multiple soft and hard reboots. The device was found to have multiple issues, including database errors and hardware failures on main full height 3. Troubleshooting led to contacting technical support centre (tsc) for assistance in repairing the database issues. After the database was repaired, hardware issues were addressed by replacing the controller printed circuit board (pcb) and interface pcb. The customer tested the device, and functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire machine was out of order after a nurse pulled a drawer out of the connectors. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.